Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6), the patient had essure inserted. In (B)(6), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), abdominal pain lower ("lower quadrant pain/pressure"), abdominal discomfort ("lower quadrant pain/pressure") and menstruation irregular ("irregular periods"). The patient was treated with surgery (pelvic surgery to try and alleviate the symptoms on (B)(6) 2015). At the time of the report, the pelvic pain, dysfunctional uterine bleeding, abdominal pain lower, abdominal discomfort and menstruation irregular outcome was unknown. The reporter considered abdominal discomfort, abdominal pain lower, dysfunctional uterine bleeding, menstruation irregular and pelvic pain to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2011 and reported adverse events including chronic pelvic pain. On (B)(6) 2015, she underwent surgery (pelvic surgery to try and alleviate the symptoms). Chronic pelvic pain (cpp) is highly prevalent in women, and may have gynecological and non-gynecological causes. Endometriosis, adenomyosis, chronic pelvic inflammatory disease, adhesions, irritable bowel syndrome, interstitial cystitis, pelvic congestion syndrome, pelvic organ prolapse and musculoskeletal conditions are among the most frequent causes. In this case limited information was given for the above mentioned event. This case was classified as incident due to surgical intervention. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain") and genital haemorrhage ("bleeding/ abnormal bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included gravida ii, parity 2 ((B)(6) 2004, (B)(6) 2007), colonoscopy, mood swings, depressive disorder, endometrial ablation, hysteroscopy, d & c, kidney stones in 2006 and ovarian cystectomy. Patient denies smoking, alcohol or drug use. Previously administered products included for an unreported indication: oral birth control pill from 1999 to 2003. Concurrent conditions included depression since 2004, anxiety since 2004, neck pain, low back pain, spasm of muscle, joint tenderness, shoulder pain, vaginal discharge abnormality, menometrorrhagia, human papilloma virus antibody positive and ovarian cyst. Family history included pancreatic disorder nos (maternal grand mother), heart attack (paternal grand father), uterine disorder (paternal aunt), diabetes mellitus (maternal grand father), endometriosis (siblings) and congestive heart failure (maternal grand father). Concomitant products included acetylsalicylic acid (aspirin), citalopram, escitalopram oxalate (lexapro) from 2007 to 2015, medroxyprogesterone acetate (depo-provera), paroxetine since 2015, spironolactone and venlafaxine. In 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), abdominal pain lower ("lower quadrant pain/ pressure/ lower abdomen pain-constant-mild"), abdominal discomfort ("lower quadrant pain/ pressure"), menstruation irregular ("irregular periods"), abdominal distension ("bloating") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and urinary tract infection ("felt like was getting a uti"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dysfunctional uterine bleeding, abdominal pain lower, abdominal discomfort, menstruation irregular, vaginal haemorrhage and menorrhagia outcome was unknown and the urinary tract infection, abdominal distension and abdominal pain had resolved. The reporter provided no causality assessment for urinary tract infection with essure. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, dysfunctional uterine bleeding, genital haemorrhage, menorrhagia, menstruation irregular, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. On (B)(6) 2015,CT abdomen/pelvis- indications: right lower quadrant abdominal pain and vomiting. Findings: there is a large, 1.8 cm stone in right renal pelvis with mild right hydro nephrosis. Impression: 1.8 cm calculus right renal pelvis with mild right hydro nephrosis. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 26-jan-2018: plaintiff fact sheet and medical records-all relevant medical history, concurrent condition, concomitant medication and lab test were added. Events abnormal bleeding (vaginal), menorrhagia, bloating, she did not undergo an essure confirmation test, abdominal pain, bleeding were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), abdominal pain lower ("lower quadrant pain/pressure"), abdominal discomfort ("lower quadrant pain/pressure") and menstruation irregular ("irregular periods"). On an unknown date, the patient experienced urinary tract disorder ("felt like was getting a uti"). The patient was treated with surgery (pelvic surgery to try and alleviate the symptoms on (B)(6) 2015). At the time of the report, the pelvic pain, dysfunctional uterine bleeding, abdominal pain lower, abdominal discomfort and menstruation irregular outcome was unknown and the urinary tract disorder had resolved. The reporter considered abdominal discomfort, abdominal pain lower, dysfunctional uterine bleeding, menstruation irregular and pelvic pain to be related to essure. The reporter provided no causality assessment for urinary tract disorder with essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 21-nov-2017: reporter's information was updated and a new reporter was added. Furthermore the event "felt like was getting a uti" was added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), abdominal pain lower ("lower quadrant pain/pressure"), abdominal discomfort ("lower quadrant pain/pressure") and menstruation irregular ("irregular periods"). The patient was treated with surgery (pelvic surgery to try and alleviate the symptoms on (B)(6) 2015). At the time of the report, the pelvic pain, dysfunctional uterine bleeding, abdominal pain lower, abdominal discomfort and menstruation irregular outcome was unknown. The reporter considered abdominal discomfort, abdominal pain lower, dysfunctional uterine bleeding, menstruation irregular and pelvic pain to be related to essure. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2011 and reported adverse events including chronic pelvic pain. On (B)(6) 2015, she underwent surgery (pelvic surgery to try and alleviate the symptoms). Chronic pelvic pain (cpp) is highly prevalent in women, and may have gynecological and non-gynecological causes. Endometriosis, adenomyosis, chronic pelvic inflammatory disease, adhesions, irritable bowel syndrome, interstitial cystitis, pelvic congestion syndrome, pelvic organ prolapse and musculoskeletal conditions are among the most frequent causes. In this case limited information was given for the above mentioned event. This case was classified as incident due to surgical intervention. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.